Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and there was access site bleeding. The two perclose were tightened to slow the bleeding. The patient continued to have intermittent bleeding. The doctor gave epinephrine-lidocaine injection at the tract site. It was discovered that there was a scalpel nick during insertion. The patient survived the event.

Manufacturer narrative:
The investigation for the access site bleeding has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine root cause. The root cause of access site bleeding is determined to be use issue because the scalpel was used for incision at the access site causing the bleed and the bleeding was controlled by tightening the perclose.